Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 645 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the patient's cannula did not insert properly and the adhesive was coming loose. Symptoms reported include feeling very drowsy and her speech was slow. The patient was treated with IV (intravenous) drip. The patient was released three days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: bp1a.250305.020 smartphone hardware: pixel 9 pro xl. Cgm sensor type: g6.